Manufacturer narrative:
(B)(4). Concomitant medical devices: 157450-m2a-magnum mod hd sz 50mm-710640; us157856-m2a-magnum pf cup 56odx50id- 883830. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2016 - 01762 - 4, 0001825034 - 2020 - 03202. Reported event was confirmed via review of medical records and radiographs by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent a right hip revision approximately 4 years post implantation due to altr, pain, and limited mobility. During the procedure significant scarring was noted around the hip capsule. Magnum cup, taper adapter, and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.